Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced short interval counts (sic) and intermittent impedances. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 4196 implantable pacing lead (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).